Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: micra, model #: mc1vr01-delsys / expiration date: 14-sep-2020 / serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 18-mar-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited high thresholds and partial dislodgement after the tether was cut. The leadless ipg was removed and replaced. No patient complications have been reported as a result of this event.